Event description:
Boston scientific received information that the lead safety switch (lss) feature was activated on this right ventricular (rv) lead. The configuration switched to unipolar and noise was observed. An xray confirmed that the lead was fractured due to a clavicular crush. The lead was reprogrammed to a bipolar configuration. A revision procedure was performed and the rv lead was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.